Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was completed and revealed the device had been serviced in the last 12 months however, the reported symptom does not appear as a repeat symptom within the last 12 months. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the surgical intensive care unit, a spectrum pump failed while it was plugged into a triple mount carrier. It was reported that the patient "almost coded". The device was running pressors for blood pressure when the device alarmed improper shutdown. No medical intervention was reported. The patient was reported to be stable. No additional information is available.